Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision took place due to this left ventricular (lv) lead fracture. The fracture was evident on x-ray imaging. The lead was surgically abandoned. No additional adverse patient effects were reported.